Event description:
It was reported that "for a long time now" they have been having problems with the controller. Patient states they took a screenshot of the message on sept 11, 2023 and it said software problem 1. Intellis 2. 3.6 3. 631 4. Lcd.c. The patient stated 9 times out of 10 the controller does not want to work and it seems to get stuck on trying to connect to the implantable neurostimulator (ins). Patient states this happens when the patient was trying to charge the ins. Patient states when they try to charge the ins, the controller shows recharging but does not say excellent or good or anything and the ins battery does not increment and the recharger telemetry module (rtm) gets hot when trying to recharge. Agent sent request to replace the rtm. Patient will call back if they need further assistance.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed : complaint unverified. Found no issues with finding or charging. Worn donut, doesn't affect rtm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed: complaint unverified. Found no issues with finding or charging. Worn donut, doesn't affect rtm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.